Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices were not returned and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported patient effect of mitral stenosis cannot be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article title ¿mitraclip implantation for hemolytic anemia treatment after surgical mitral valve repair.¿ (B)(4).

Event description:
This is filed to report mitral stenosis. It was reported through a research article identifying an ntr mitraclip that may be related to mitral stenosis. Details are listed in the attached article, titled ¿mitraclip implantation for hemolytic anemia treatment after surgical mitral valve repair.¿ no additional information was provided.